Event description:
It was reported that the patient presented in-clinic for follow-up on (B)(6) 2018. During interrogation, it was noted that the right ventricular lead exhibited loss of capture. A chest x-ray confirmed lead dislodgement. The lead was repositioned on (B)(6) 2018; all tests were within normal limits. The follow-up visit on (B)(6) 2018, the lead was not capturing properly. The lead was explanted on (B)(6) 2018. The patient was not conforming to the post-operative care instructions in both instances. The patient was stable post procedure.